Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the or manager, who reported that the event resolved with the iol exchange.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the iol rotated. The iol was later exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. The account used an unapproved lens/cartridge combination. The root cause could not be determined for the reported intraocular lens (iol) that was exchanged due to lens rotation. Additional information indicated the lens damage may be failure to follow the dfu. Account used an unapproved lens/cartridge combination. The use of unapproved products may result in lens delivery difficulties or lens damage. (B)(4).